Event description:
The customer reported the device will not defib. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device will not defib. There was no pt involvement. A philips field service engineer confirmed the issue during an opcheck. The software was reloaded to resolve the issue. The device remains at the customer site.